Manufacturer narrative:
Event date: unknown. Additional product code: gxl. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot #004678 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 and (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2014 and reported the motor runs continuously. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: due to an unknown cause, the service and repair department documented a report that during testing, the motor on the handpiece continuously runs when hooked to a battery. The supplier stated, ¿triangle received one (1) hand piece, disassembled, with only ten (10) of it components. The assembly, therefore, could not be tested as a whole.¿ the supplier stated, ¿triangle tested the three critical components¿the membrane switch was seen to be heavily damaged and was unable to operate when tested¿the motor was tested separately at 2.1v, reading 102 rpm which is within the¿specification of 109±9 rpm¿using the fully operational motor, reconnected to the circuit board, the circuit board was tested with a fully operational ¿test¿ membrane switch. The motor was functional in the ¿reverse¿ direction, but did not perform in the ¿forward¿ or ¿fast forward¿ directions.¿ the supplier concluded, ¿(the circuit board) was found to be defective in its inability to supply the motion to the motor in the ¿forward¿ or ¿fast forward¿ directions...(the membrane switch) was completely unusable for testing and showed signs of critical damage. From inspection, the switch appears to have been intentionally torn apart for analysis. The metal flex plates under the buttons¿the ¿reverse¿ plate appears to be deformed/bent downwards in such a way that if assembled would make continuous contact and drive the motor to run.¿ finally, ¿it is the opinion of the author that the deformation of the metal flex plate is the root cause of the continuous motion malfunction of the synthes hand piece.¿ based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An additional evaluation was performed. The customer reported the device stopped running when it was hooked to a battery. The repair technician reported the base plate was chipped, and the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new lot #005721), base plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on may 16th, 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, that the motor on the hand piece for battery powered driver continuously runs when hooked to a battery. There was no patient or surgery involvement. This is report 1 of 1 for (B)(4).